Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that there was a revision of an acetabular cup due to cup loosening. No implant records or implant sheets as done elsewhere.